Event description:
It was reported the customer had an infusion set detachment. Customer stated the detachment was located where the tubing meets the cannula. Troubleshooting found the customer did not drop their insulin pump with the infusion set connected nor did they stress or pull on the tubing. Customer's blood glucose was 111 mg/dl. The customer will be returning their reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Analysis was not required as there was no complaint against the reservoirs. The reservoirs were returned for unknown reasons.